Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/15/2014). The patient¿s meter has been returned on 7/29/2014 and evaluated by lifescan product analysis on 8/5/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. The DHR shows that the subject meter was reworked to resolve a software issue related to the verio recall (correction # (B)(4)) prior to being distributed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/reporter contacted lifescan (lfs) (B)(4) , alleging that the onetouch verioiq meter is giving inaccurate high reading of ¿more than 600 mg/dl¿ compared to ¿100 mg/dl¿ on a doctor¿s meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2014 at 8:10 am, the patient received the alleged high reading and took 9 units of insulin. Within 20 minutes, he developed symptoms described as ¿dizziness and itchy.¿ he was treated with 1 dose of glucogel and was taken to the hospital where he tested at ¿100 mg/dl¿ on the doctor¿s meter. According to the reporter, the patient¿s doctor treated him with glucose to stabilize his blood glucose. During troubleshooting, the patient indicated the readings were taken more than 30 minutes of each other. In addition, the patient took insulin and food between the reported readings. The test strips were in good condition and within the discard date. The unit of measurement was correctly set. This complaint is being reported because the patient required hcp treatment after he took 9 units of insulin based on the lfs meter reading. The lfs product was replaced and requested back for investigation.